Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate went below set parameters on the leadless implantable pulse generator (ipg) and had to be "tweaked". They are still not feeling well since the changes. The leadless ipg remains in use.  No patient complications have been reported as a result of this event.